Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately nine years post-implantation due to unknown reasons. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: unknown ringloc acetabular liner. Unknown modular taperloc femoral porous coated. Unknown modular head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.